Event description:
The account alleged that the head section will rise about three inches and will stop, when pressing the head up switch, but will run back down when the switch is released.

Manufacturer narrative:
The account replaced the logic board to repair the bed.